Manufacturer narrative:
Complaint confirmed. One unpackaged ar-3638 fibertak inserter (no batch indicator present) was received for investigation. Visual inspection identified that the pronged tip at the distal end of the inserter shaft had broken off. The fragment generated during this event was not returned for analysis. It was also noted that the distal end of the inserter shaft was bent. The method used to prepare the bone, as well as the bone quality encountered during the procedure, were not provided. As such, this event is most likely the result of improper bone preparation and/or user applied mechanical forces via prying/leveraging during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the tip of the inserter broke off in the shoulder when attempting to insert the anchor. The tip was retrieved from the patient and another anchor was used to complete the labral repair. Patient is male, (B)(6).